Event description:
Surgeon reported that a tfn helical blade had failed to slide, resulting in cut-out and extension toward the acetabulum. Pt was revised with a long 125 deg tfn.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. No investigation could be performed, no conclusion drawn, as no device was returned.